Event description:
It was reported that foreign material was observed in the syringe. Expired dc beads were used to rehearse loading the drug. While preparing dc beads using 0.9% nacl injection, rubber impurity was found in the syringe during the reconstitution process. There was no patient involvement.